Manufacturer narrative:
The customer changed the reagent and cleaned the probe. This appears to have resolved the issue. Service was not dispatched as the issue was resolved by customer troubleshooting. A definitive root cause of this event has not been determined to date.

Event description:
The customer reported that on (B)(6) 2011 they obtained erroneous, high triglyceride (tg) generated from a unicel dxc 600i synchron access clinical system for four patient samples. The results were inconsistent with patient histories and were repeated on another instrument. The repeat results were lower, regarded as valid, and reported out of the laboratory. The initial, erroneous results were not reported out of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. Customer supplied data indicated five patient samples with suppressed or erroneously high results were generated from a unicel dxc 600i synchron access clinical system. Upon repeat the results were significantly lower. The samples were serum samples. Quality control (qc) results during the timeframe of the event showed evidence of imprecision with some qc results being suppressed, high results.